Event description:
Leakage occurred while delivering the cypher. The patient was a male, but the age unknown. The target lesion was the proximal to distal right coronary artery (rca). The lesion was a de novo, slightly calcified and moderately tortuous. There was 90% stenosis. Pre-dilation was conducted with a balloon (3.0/20mm: rosso). Inflation time and pressure was unknown. Two des (3.0/16mm, 3.5/16mm: taxus) were implanted at the target lesion from the distal end. A cypher (3.5/33mm) was delivered to the most proximal end of the target lesion. However, while negative pressure was applied to remove air from the sds, blood was pulled back. The sds was removed and a different cypher (3.5/23mm) was implanted at the target lesion without a problem. There was no reported patient injury. The product was clinically used, and will be returned for the analysis.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. A device history record review was performed, and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Leakage tests performed during manufacturing process were found to be pass. Additional information will be submitted within 30 days of receipt.